Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with calcium gen.2 on a cobas 8000 c 502 module. The customer noted the issue was previously resolved by replacing a deionizer filter, but it has occurred again. The exact values were not provided. The initial values were not in line with the previous history of the patients. The customer stated the samples were repeated on a different instrument. The rerun results were halved when compared to the initial results.

Manufacturer narrative:
The serial number of the c 502 analyzer is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.